Manufacturer narrative:
(B)(4). Lot number 13h042 was manufactured august 12, 2013 - august 13, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation with approximately 240 ml of fluid in the bladder. Visual inspection identified a tiny piece of plastic particle approximately 2.0 mm in size floating within the fluid of the bladder. The particle was in the fluid path. Infrared spectroscopy determined that the plastic particle was ethylene vinyl acetate (plastic material). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter within the solution. The reporter described the particle as plastic-like. There was no patient involvement. No additional information is available.